Event description:
The two day nafcillin bag was hung at 1900 on 05/14/97. The settings were: resvol-600ml, dose-50ml, period-1 hour, cycle-4 hours, kvo-zero (patient has a groshong catheter), pump in ll0. At 0500 on 05/15/97 the patient called the home care and reported the bag was empty. When the nurse went to the patient's home the pump was in the intermittent mode with the resvol reading 554ml and the given 646ml and the other screens as were programmed in. It was theorized the battery was switched without the pump being shut off and the pump was placed in the continuous mode. The setting in the continuous mode of the pump from the last patient was 75ml/hr.